Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter displayed an "error 5" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 125pm. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual diabetes management routine. After the alleged issue begun, the reporter claims the patient felt symptoms of shaky and weak. The reporter stated emergency medical services (ems) was contacted. The patient was given food and/ or drink as treatment. About 215pm that same afternoon, the patient obtained a blood glucose result of "115 mg/dl" on another device. At the time of troubleshooting, the cca noted it was not the first time the subject meter was being used for testing. The cca walked the reporter through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.